Manufacturer narrative:
Additional information received: it was clarified that the index procedure was a hybrid repair of an extent iii taaa secondary to a chronic type b dissection. The non-medtronic graft (hybrid device) was selected for repair due to anatomical/patient factors. The valiant captivia was selected to prepare the proximal landing zone for stent portion of the non-medtronic graft in order to achieve a proximal seal distal to left subclavian artery. Owing to complexities surrounding the dissection septum and visceral perfusion, the valiant captivia was implanted in the same procedure as the non-medtronic graft, which was implanted into the captivia and a further medtronic device was implanted within both devices to create a sandwich effect. The "incomplete attachment of the stent graft fabric to the stent frame" was explained by the physician as follows: is believed that "approximately 1/3 to 1/2 of the graft fabric was not attached to the stent i.e only around half of the circumference of the proximal material was connected to the metal of the stent thus creating a passage for blood flow between the graft material and the metal stent" . It is believed that the metal stent fully deployed and was in contact with the artery wall; however, the fabric of the graft material was not fully in continuity with the metal stent. The endoleak was described as a proximal type I. The reported uncontrollable hemorrhage was encountered upon opening the aortic sac to finish theopen portion of the hybrid repair. Pulsatile blood flowed into the sac from around the fabric portion of the non-medtronic device proximally. The physician reported two possible scenarios that could have led to this: mis deployment the non-medtronic graft placing it outside the valiant captivia creating the double lumen flow or that one or more of the devices used to achieve the proximal seal failed and that blood somehow was flowing around outside the devices. Per the physician, the post-mortem images report supports the second case scenario and it is not believed that there is another explanation for the intensity and location of bleeding that was encountered. The post mortem report stated "the autopsy showed evidence of recent complex mixed endovascular repair of a long type 3 thoraco-abdominal aortic aneurysm consisting of three stent graft and one multibranch dacron graft. Clotted blood was noted around the surgical site consistent intra-operative haemorrhage. It was difficult to determine origin of source of haemorrhage given the complexity of the procedure. However water perfusion of the grafts revealeda possible leak from the anastomosis site between the endovascular stent and the multibranch dacron graft. The heart showed left ventricular hypertrophy consistent with hypertension. There was evidence of copd. The remaining organs were unremarkable. The findings are consistent with death due to intraabdominal haemorrhage following open and endovascular repairs of type 3 thoraco-abdominal aortic aneurysm and type b dissecting aortic dissection. This is a well-recognised complication of this complex novel procedure. This gentleman had a history of hypertensive heart disease that had contributed to death." Per the report, the cause of death was attributed to intraabdominal haemorrhage, open and endovascular repair of type 3 thoraco-abdominal aneurysm and type b dissection as well as hypertension. Product analysis 17 still images were received for analysis. Images depict the autopsy procedure with explant of multiple stent grafts. Detachment of a stent ring from the graft material can be observed on one of the grafts; however, it is unclear from the images provided if this occurred on the valiant captivia device or on the non-medtronic stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a planned hybrid type iii thoracoabdominal aortic aneurysm repair, a valiant captivia stent graft was deployed, followed by deployment of a non-medtronic device in a single operative setting. Intraoperative imaging was performed at the time of tevar deployment. After deployment of both devices and subsequent opening of the aneurysm sac,significant bleeding was encountered originating from around the stent graft. Attempts to control the bleeding, including inflation of a reliant balloon within the device, were unsuccessful and the bleeding remained uncontrolled. The patient died intraoperativelydue to severe hemorrhage. Post-mortem examination conducted by the hm coroner reportedly suggested a possible type I endoleak associated with incomplete attachment of the stent graft fabric to the stent frame.